Event description:
The patient reported feeling warmth and a tingling sensation during an MRI procedure. The MRI was aborted immediately and the tingling and warmth at the implant site are gone. On (B)(6) 2026, the commercial team member met the patient. The patient reported they are still feeling a tingling sensation when using the device and not receiving much therapy. The programs were changed on the transmitter assembly. As of on (B)(6) 2026, the patient reported their pain is doing better and they are not feeling the buzzing or tingling sensation since the programs were changed on the transmitter assembly.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, using the incorrect type of MRI bore, the patient experiencing a fall, being injured, or performing strenuous activities since implantation, the patient having any other implanted pins/screws/devices, and migration have been ruled out. A potential cause of the reported issue is the MRI facility not following the IFU for MRI for the appropriate stimulator model. The stimulator is used to treat pain. The cause of the warmth and tingling sensation during the MRI is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.